Event description:
It was reported that the customer had a seizure and paramedics were called and treated the customer with glucagon. The blood glucose reading was greater than 100mg/dl. Also, it was reported that the customer recovered completely but experienced vomiting as a side effect to glucagon. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.